Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure was imbedded in my tube') and thyroid cancer ('thyroid cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("pain"), genital haemorrhage ("still have bleeding at times") and headache ("bad headaches") and was found to have weight increased ("still weight gain") and thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removal and removal of thyroid cancer). Essure was removed in 2014. At the time of the report, the embedded device, pain, genital haemorrhage, headache, weight increased and thyroid cancer outcome was unknown. The reporter considered embedded device, genital haemorrhage, headache, pain, thyroid cancer and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.